Manufacturer narrative:
This report is filed on october 27, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient developed recurrent infections at implant site; subsequently, the patient was treated with intra-venous antibiotics (date not reported), however the issue could not be resolved. The device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report october 27, 2016.